Event description:
This pt was brought into the gi lab as an outpt for replacement of the balloon replacement peg tube. Rptr was unable to deflate the balloon. An attempt was made to gastroscope him under local, unsuccessfully. He subsequently was brought to surgery on 12/17/93, and under general anesthesia, the old tube was replaced. The gastroenterologist was assisted by ent md who was required to manipulate the tracheostomy so that the gastroscope could be introduced.